Event description:
It was reported that the pt's pump has been "loose in the body for a year". The pt was unable to fell if the pump was "helping as much anymore". The pump was sticking out approx 3-4 inches and was painful. It was later reported that the pt's pump had flipped and that the "catheter poking into my skin". The issues have been present for about 1.5 years. The following symptoms began approx one week prior to the report: headache (migraine), flu-like symptoms, nausea and vomiting. The last pump refill was on (B)(6) 2011; the next refill was schedule for (B)(6) 2011. The pt had experienced difficulty finding a new managing physician. A revision surgery was scheduled for the near future.

Event description:
In (B)(6), it was reported that the patient had surgery to correct the flipped pump about a month ago.

Manufacturer narrative:
(B)(4).